Event description:
Pectus bar & lactosorb pectus stabilizer implanted in 2008. Patient presented in august with bar displacement, revision surgery performed approx two months later. At the time of the revision surgery, found stabilizer had fractured.

Manufacturer narrative:
Doctor indicated she is not sure if fracture caused bar displacement or if happened as a result of the bar displacement. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.